Event description:
Alleged event: it was reported that during a laparoscopic cholecystectomy using a green hemolok applicator. Two clips were used without difficulty; as the third clip was applied the clipping sound was loud. The clip was checked and was applied correctly but as the applicator was remove from the patient and placed onto the instrument trolley it was noticed that the instrument was broken and that the tiny screw holding the jaws together was no longer on the instrument. The customer confirmed that the patient was checked with the telescope on screen intra-operatively and then x-rayed and no screw was found inside the patient. There was no reported patient injury or medical intervention. The patient's condition was reported as fine.

Manufacturer narrative:
The device sample has not been returned to the manufacturer at the time of this report therefore, the customer complaint cannot be confirmed through proper investigation and determination of the root cause. The manufacturer will continue to monitor and trend related complaints.